Manufacturer narrative:
The insulin pump was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform excessive no delivery test due to prime anomaly. The pump was received with corroded battery tube and battery cap contact, cracked reservoir tube and reservoir tube lip, with scratched lcd window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm and damage. The blood glucose at the time of the incident was 93 mg/dl. The customer performed troubleshooting was able to resolve the no delivery alarm. However the pump had damage on top of the reservoir. The device will be returned for analysis.